Event description:
Event: umplanned fem-fem bypass to resolve stenosis. Case details: graft implanted without difficulty; however, the left leg pulses remained weak and stenosis in limb remained unresolved after add'l stenting. Right to left fem-fem bypass completed to resolve issue prophylactic.